Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported intermittent occlusion alarms occurred. Customer's blood glucose (bg) was 303 mg/dl. Customer declined troubleshooting with tandem technical support and reverted to manual injections for insulin therapy. Subsequently, the customer went to the emergency room (ER) due to bg elevating to 404 mg/dl and diabetic ketoacidosis. The customer was treated with an insulin drip, fluids, potassium, and sodium, and customer was released from the ER 9 hours later.